Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete the best of our knowledge.

Event description:
The customer's wife reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 1000 mg/dl. Troubleshooting was performed and found that an alarm had occurred on the insulin pump that reset the programming. The prime test passed. A tubing clamp was not available at the time of phone call to perform the high pressure test. Nothing further was reported.